Event description:
Allegedly component has separated.

Manufacturer narrative:
Device #2: corrected data/additional information received: this is a duplicate complaint and therefore this report was filed in error. No replacement report number for device number two is available as this component is not commercially available in the us. This event occurred in (B)(6).

Manufacturer narrative:
Device #2: the investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information on the component revised has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00574. This event occurred in (B)(6).